Event description:
It was reported by repair work order that the calf support would not lock into place due to the lock handle being misaligned. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported